Event description:
It was reported that prior to starting a lung procedure using the da vinci surgical system, it was noted that the coating on the shaft of the bowel grasper instrument was torn. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube insulation was scratched and some of the insulation was removed. The scratch measured approximately .344 in length and was located 1.34 from the distal end of the main tube. No other damage was found.